Event description:
It was reported to the manufacturer, by the end user, per the end user, that staff used a presence lift and an invacare sling. Sling was not fully seated on cradle, and came off, dropping resident. Resident went out to hospital but plans to return to facility. I told him that we recommend only hoyer slings on hoyer lifts at all times. Complaint #(B)(4) was entered into our system.

Manufacturer narrative:
This report or other informtion submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.